Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvéderm® volbella¿ with lidocaine in the infraorbitary/left malar zone. Patient developed inflammation in the left jaw approximately 2 years post injection. On palpation, a solid, mobile mass of firm consistency measuring 2 cm in diameter. Is accompanied by fluid retention in the infraorbital fatty compartments mainly in the lateral and malar fatty compartments. Patient underwent an ultrasound with result noted "a probable deposit of hyaluronic acid." Patient was treated with levozetyrine and hyaluronidase. Symptoms are ongoing.